Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labelingna

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (lad) artery with 80% lesion with diffused disease, moderate calcification and moderate tortuosity. Pre-dilatation was performed using 2 mini trek balloons, 1.5x12mm and 2.0x12mm, at 8 atmospheres (atms). The 2.75x48mm xience xpedition stent delivery system (sds) was implanted at 10 atms, however, a check shot revealed that there was a dissection at the distal end. Another 3.0x33mm xience alpine stent was used to treat the dissection. Results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.